Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one thousand two hundred seventy-five (1275) non-vented high-volume inlets had particulates described as hair, fiber or black spots. This was observed during visual inspection before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.